Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient was concerned for about 40 minutes, the pump would vibrate and emit sounds every 4 to 5 minutes. Reportedly no alarms were indicated in the pump alarm history and the pump was not functioning appropriately. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint and the reported incident was not resolved. This issue is reportable as an issue with the pump not performing as intended may affect insulin delivery function.